Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an image with stripes. The event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burned. Based on the results of the investigation, and since the customer reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the likely cause of the burned distal end cover could be due to high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.